Manufacturer narrative:
As reported, the patient underwent placement of the optease vena cava filter. After the filter was placed the patient experienced acute thrombosis of the inferior vena cava causing life threatening injuries. Because of these conditions, the patient underwent an attempted removal of the device. The filter could only be partially removed, however, because the hook of the filter broke or straightened out during the retrieval attempt, the patient then required another subsequent surgery to remove the remainder of the device. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Deep vein thrombosis (dvt) occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological, lesion characteristics or other comorbidities. The presence of these clots do not represent a device malfunction. There is no medical evidence of a causal relationship between the vena cava filter and the formation of new dvt and thrombosis. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available.  If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to deep vein thrombosis (dvt), caval thrombosis, clot within inferior vena cava (ivc) filter, and failed removal. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Concomitant medical products: 22-gauge needle, 0.018¿ wire, 4f microaccess sheath, 0035¿ 3-j wire; 5f catheter complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter malfunctioned including, but not limited to deep vein thrombosis (dvt), caval thrombosis, clot within inferior vena cava (ivc) filter, and failed removal. The patient reports blood clots, clotting, and/or occlusion of the ivc in addition to daily pain and swelling in the legs and feet, limited mobility (sit, stand, walk, run or drive), difficulty sleeping because of leg pain, shortness of breath, and anxiety. The indication for the filter implant was massive bilateral pulmonary embolism, status post a cesarean section for the delivery of twins. The patient has a prior history of left lower extremity deep vein thrombosis with likely thrombosis of the left common iliac vein. The filter was placed via the right common iliac vein and deployed in an infrarenal location near the inflow of the renal veins. Approximately eight years and seven months post implant the patient underwent an unsuccessful percutaneous removal attempt, procedural details have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following implant, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts, making retrieval difficult. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling of the affected extremity. Without post implant imaging available for review, the reported events could not be confirmed or further clarified. Due to the nature of the complaint, the reported pain, swelling, difficulty walking shortness of breath and anxiety experienced by the patient could not be confirmed and the exact cause could not be determined. Given the limited information available for review, a relation between the device and the event could not be determined. These events do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to deep vein thrombosis (dvt), caval thrombosis, clot within inferior vena cava (ivc) filter, and failed removal. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.the following additional information was received per the patient¿s implant records: at the time of implant, the patient experienced massive bilateral pulmonary emboli status post c-section and delivery of twins. The patient has a history of left lower extremity deep vein thrombosis with likely thrombosis of the left common iliac vein. The filter was implanted in an infrarenal location near the inflow from the renal veins to prevent an additional life-threatening pulmonary embolus. According to the information received in the patient profile form (ppf), patient underwent an unsuccessful percutaneous removal procedure approximately eight years and seven months post implantation. The patient reports blood clots, clotting, and/or occlusion of the ivc. The patient also reports suffering from pain and swelling in the legs and feet on a daily basis, limited mobility (sit, stand, walk, run or drive), difficulty sleeping because of leg pain, shortness of breath, and anxiety.

Manufacturer narrative:
A lot number was provided; however, the number is not a valid cordis lot number. If additional information is received, it will be submitted within 30 days of receipt.